Manufacturer narrative:
The tech found the plug was loose in the ac power cord plug housing. The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates the bed has a high ground reading.